Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is/was implant exchange.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one opening striated on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii-IV. Device has been explanted.